Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 078) issue after the patient had worn the pump while swimming. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jun-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a call service 078-0008 alarm. During investigation, the pump was powered on and a call service 078 alarm was produced. The pump cover was opened and moisture ingress was observed on the motor flex connector.